Event description:
A complaint was received from a customer that reported that "something was wrong with the display" they stated that some of the segments were missing. While on the phone a review of the system was conducted. It was learned that portions of the "hundreds and tens units" were missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.